Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. Troubleshooting was performed. Customer cannot recall their blood glucose reading. The customer said alarm reoccurred after changing battery in the insulin pump. Customer was advised time and basal settings are retained. Customer said pump has not been stored without battery or with a depleted battery. Customer was advised the pump will need to be replaced but she may continue to use it until replacement arrives.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected restart alarm noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address, serial number label, cracked lcd window and cracked battery tube threads.